Event description:
The customer reported being unable to acquire ECG via leads or pads. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported being unable to acquire ECG via leads or pads. No pt involvement was reported. The customer has chosen not to have the device evaluated / repaired. Based on the customer's report we are considering this a malfunction. We cannot determine the cause, since the customer has chosen not to have the device evaluated / repaired.